Manufacturer narrative:
Additional information was received on november 23, 2017. The device was not returned for review. Additional information was requested at complainant. Currently no additional information is available. No trend analysis could be performed as no item number is available. Device history records: the DHR check could not be performed as the lot number was not available. Event summary: it is reported that the patient underwent second revision surgery due to broken stem. Primary surgery was 8 years ago with metal on metal hip replacement. Patient was previously revised due to metallosis and received zmr/allofit with bone graft and cables. Patient complained of ongoing pain. Bony changes on x-ray showed bone graft was resorbing and stem was unsupported. Patient was tested for infection and results were negative. Diffuse fluid and bony resorption around femoral prosthesis. Surgeon removed femoral prosthesis and did a thorough debridement. Cement spacer placed in situ pending further surgery. Review of received data: the list of the products (cables) used in the revision surgery was received which do not convey any valuable information for the investigation of the case. Devices analysis no product was returned to zimmer biomet for in-depth analysis. According received information the product was discarded by the hospital. Root cause analysis due to significant lack of information and unclear involvement of the product in the reported event, it is impossible to perform a meaningful root cause analysis of the reported event. Conclusion summary no product item# and lot# information was available. Neither x-rays, operative notes, office visit notes, nor devices or photos of the explanted implants were received; therefore the condition of the components is unknown. Patient factors that may affect the performance of the components such as bone quality, activity level, type of activity (low impact vs. High impact), and relevant medical history are unknown. Adherence to rehabilitation protocol is unknown. Due to absence of valuable information to conduct the investigation, it is not possible to make a meaningful analysis of the event. No info regarding the cup was available. The role of the cup in the stem fracture is therefore unknown. Only available information from the reported event is that the x-ray findings revealed that bone graft resorbed and the stem unsupported. This might be the reason for the stem to get fractured. Based on the given information and the results of the investigation, the complaint could not be confirmed as the alleged failure could not be identified or reproduced. The need for corrective measures is not indicated and zimmer (B)(4) considers this case as closed. Zimmer`s reference number of this file is (B)(4).

Manufacturer narrative:
The manufacturer did not receive x-rays, or other source documents for review. The manufacturer did not receive the device for investigation. As no lot number was provided, the device history records could not be reviewed. Additional information has been requested and is currently not available. A cause for this specific event cannot be ascertained from the information provided. As soon as supplemental information becomes available an updated report will be submitted. Zimmer biomet¿s reference number of this file is (B)(4). Note: this is a split case with zimmer inc., warsaw reference number (B)(4).

Event description:
It was reported that the patient was implanted an unknown allofit cup 8 years ago. And the patient underwent revision surgery on an unknown date due to pain. (No information on explant date.)